Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the stylus was defective. Analysis also found the flex cable (analyzer) was damaged. The bezel had minor damage (upper right corner), considered acceptable. Right keyboard hinge was broken and error in the software history was found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a problem with pen calibration. The issue occurred during a followup session. A different programmer was used. The programmer was returned for service. No patient complications have been reported as a result of this event.